Manufacturer narrative:
Additional information indicates that the following coding should be assigned to the implantable neurostimulator model: 97714, serial: (B)(4). (B)(4).

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they had an implantable neurostimulator (ins) placed, and it migrated and moved. The ins was replaced in (B)(6) 2014 to resolve the migration. They had also developed a terrible reaction a week after having the ins placed in 2014. A supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that the patient developed ¿what appeared to be an infection¿. It was noted that the patient had been seen (B)(6) 2014 and had no infection, but itching and redness developed sunday (B)(6) 2014 and the patient was seen today by the healthcare professional (hcp). It was stated that the hcp did not want to wait for cultures and explanted the entire spinal cord stimulation (scs) system. It was reported that the issue/symptom was located at the device pocket and lead location. It was stated that no diagnostic testing or troubleshooting was performed. It was reported that antibiotic treatment was necessary. It was noted that the product would not be returned, it was discarded by the customer. It was unknown on the day of this report whether the issue was resolved or the cause determined. It was reported that the system would be replaced in the future by a product by the manufacturer. It was reported that the patient was alive with no injury. Additional information received reported that the sites of the suspected issue were the spinal incision and pocket incision. It was reported that the hcp did several cultures and they all came back negative. It was stated that the patient did not have an infection but the hcp explanted the system as a precaution because, ¿it didn¿t appear normal¿. It was reported that the patient was doing well. Additional information received reported that the devices would not be returned because, the hospital would dispose of them according to their policy.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4); implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).